Manufacturer narrative:
Product has been returned to 3m and will be evaluated. Results of the evaluation will be submitted under a follow-up report.

Event description:
A nurse reported that an adult female patient, age unspecified, was in serious condition on (B)(6) 2016. The patient was receiving blood through a 3m(tm) ranger(tm) high flow blood/fluid disposable set and a 3m(tm) ranger(tm) rapid infusor pressure pump. The blood was being delivered at maximum pressure and speed. CPR was being administered when a luer lock on the 3m (tm) ranger (tm) high flow disposable set allegedly loosened. Blood sprayed on staff clothing. One female nurse alleged blood spray on her face. She used an eye wash and shower, and followed hospital blood borne pathogen protocol. The nurse had no issues. The patient died but the death was not attributed to the alleged blood spray. The reporting nurse stated that the patient's death was inevitable given her medical condition. The reporting nurse stated that the luer lock had been tightened prior to use but may have been loosened during a change of blood. The nurse also noted maximum pressure and flow rate at the time of the alleged blood spray.